Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by olympus medical systems india private limited (omsi), olympus medical systems corp. (Omsc) assumed that the reported front panel and endoscopic image defects were caused by the defect of the printed circuit board. This defect may have been caused by aged deterioration or accidental failure. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus medical systems india private limited (omsi) and confirmed following; -the device display did not appear and there was no endoscopic image on the monitor. When the camera head was connected to the device, only the color bar was displayed. Omsi said this was due to a defect in the circuit printed circuit board. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus representative found that the front panel display was dark when the device was turned on. It was found during incoming inspection. There was no report of patient injury associated with this event.